Event description:
Customer reported, on 7th february from the us, that her elvie stride 2 was leaking and had cut her nipple. The customer also advised that the suction was causing her pain and had lead to the skin being torn around her nipple. The customer advised that they had sought medical advice and that the injury had caused a reduction in her milk supply as she had to stop using the pump on one breast. The customer continues to use the pump on the other breast. The customer has also reported this directly to the FDA - mw5166142.

Manufacturer narrative:
The customer care team have requested that the device is returned for analysis and offered additional troubleshooting advice for the customer. To date, the customer has requested a full refund of the product. As a gesture of goodwill this has been granted. The device will still be requested back for analysis but it is not thought at this stage that the device has malfunctioned as the customer has been able to continue pumping on the other breast. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.